Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was stated to be available for return to the manufacturer for evaluation but has not yet been returned. The alleged product issue/event as described could not be confirmed. If the device is received at a later date, an investigation will be performed and a supplemental MDR will be submitted.

Event description:
It was reported that the physician attempted to reposition the coil, the coil became detached from the wire (self-detachment). The tail of the coil was still inside the microcatheter and the coil and microcatheter were easily removed from the patient without incident. Patient implanted another framing coil of same size without incident. No injury to the patient.

Manufacturer narrative:
The investigation of the returned coil system found the implant to be stretched and separated from the pusher; however, no indications of activation using a detachment controller was found on the pusher heater coil. The investigation found the pusher's monofilament with a tensile break shape at the tip, which is consistent with the device experiencing force that exceeded the strength of the monofilament causing the implant to separate from the pusher. The physical evaluation of the device could not identify the conditions or circumstances that led to the stretched implant, but stretching is consistent with the device experiencing forces exceeding the implant's yield strength. The microcatheter used in the procedure was not returned, so the investigation could not determine if it had caused or contributed to the reported complaint.

Event description:
See h10.